Event description:
The customer reported that while the unit was in use on a pt, the unit experienced a sys failure. The unit was reset and it operated normally for approx 30 mins, and then the unit failed again. The pt was switched to another unit and therapy was continued. No pt injury was reported.